Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it's likely the chipped distal end cover occurred due to a stress problem. Date of event is unknown. Additional information will be provided once available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that distal end plastic cover has a chip. There was no patient involvement.